Event description:
Additional information found the patient's ipg was able to be recovered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery on (B)(6) 2021 and did not put the ipg into surgery mode. As a result the ipg is inoperable and stimulation was lost. Troubleshooting was attempted without success. As a result, surgical intervention may occur.